Manufacturer narrative:
(B)(4). Software data logs were received by the manufacturer on 20-apr-2016 for further evaluation. Per email from the ccp to the field service representative (fsr): the ccp and a second ccp tested the system-1 (aps1) in two locations (cath lab and designated heart room-operating room [or2] 2). After waiting over 45 minutes, the calibrate button never switched over to the ¿highlighted¿ mode and they were unable to check and calibrate. They were also unable to manually turn on the fio2 and sweep located on the bottom of the aps1. Hoping it was just the touch screen causing the issue, the ccp checked both the air and oxygen (o2) lines for flow, and the pressure from the wall (air & o2) were within the normal 50 pounds per square inch (psi) limits. The first incidence that this occurred back in (B)(6) 2016 happened in or 2. The ccp was able to press and calibrate the epgs successfully in the beginning of the case, but then the low fio2 alarm went off. At that point, the ccp was able to manually adjust the fio2 and sweep located on the bottom of the aps1 and did not have to switch over to another air and o2 source. Blood gases were checked and we were safely oxygenating and controlling patient partial pressure of carbon dioxide (pco2) levels. The low fio2 sensor was still alarming. Upon arrival the fsr tested the epgs and calibrated three times with no issues. He turned the system off, disconnected air and o2 inputs to the epgs, inspected epgs internally and found no issues with connections. The fsr turned the system back on, hooked up air and o2 and waited 15 minutes and calibrated the epgs with no issues. The epgs was used successfully on (B)(6) 2016. On (B)(6) 2016, about 45 minutes after the perfusion screen was opened the epgs reported the air pressure was low. That would have prevented the calibration button from coming active. No problems were found with the other epgs that was returned back in (B)(6) with the same issue (refer to emdr #1828100-2016-00063). The fsr has recommended to the user facility that they replace all the wall or ceiling air and o2 connectors and place pressure gauges in line with the air and o2 lines where the epgs units are being used to ensure that the pressure is not intermittently dropping then correcting itself to a consistent pressure. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the gas blender on the electronic patient gas system (epgs) did not work. Low fraction of inspired oxygen (fio2) alarm (with audibles) was observed, intermittently. This has been an ongoing issue for a few months. The device was not changed out, as a back-up sechrist blender was used (epgs not used for the procedure). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 3-may-2016: this actually occurred during prime as the cpb circuit was being prepared for use. According to the perfusionist (ccp), the calibrate button did not illuminate (even after a 45 minute warm up period) and thus the epgs was not able to be calibrated. In review of the data logs, there were multiple low oxygen and low air pressure alarms. This indicates an issue with the hospital input gas supply pressures in the operating room (o/r). This would also have lead to the inability to calibrate as the system needs to warm up, as well as meet acceptable gas pressures. The following statement is in the instructions for use (IFU): "before calibration can be performed, the oxygen (o2) analyzer requires a 15 minute warm-up period after system power on and the source gases must be connected and turned on (acceptable pressures)." The ccp also stated that the manual epgs gas controls were not effective and did not provide set gas parameters. Again, an acceptable gas pressure is required to have enough pressure to drive gas through the epgs system. Because the epgs was not able to be used, the ccp elected to connect and use a pole-mounted sechrist gas blender for the procedure (ie. Not use the epgs). This did not delay the procedure. The case was completed successfully, without associated blood loss and no harm was observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per log analysis, initially the gas system reported blending gas pressure low (air). This will cause the gas system to ignore flow adjustments from the central control monitor (ccm) (but not fraction of inspired oxygen [fio2]). This will also prevent the calibrate button to be inactive. The system is rebooted and then it appears both air and oxygen (o2) supplies are turned off or disconnected multiple times. All indications point to a problem with the input supply pressure. During the laboratory evaluation, initial inspection showed the o2 input connector to be loose from the back panel of the electronic patient gas system (epgs). The loose connector did not contribute to failure of the epgs. The product surveillance technician (pst) tightened the connector to the panel of the epgs before testing. The pst connected the epgs to a system-1 simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm. After the 15 minute warmup period, the calibration button on the ccm illuminated. Calibration of the epgs was then initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.04 volts (v), within the specification of 0.55-2.758 volts. The pst tested the epgs further by removing and applying power, waiting the 15 minute warmup time; the calibration button illuminated every time and the epgs passed calibration every time it was initiated. The pst operated the epgs through its range of flow and oxygen with no failure occurring; no error messages received. The pst set the air and oxygen inputs to the epgs for 25 psi, below the minimum of 30 psi, and the epgs would not calibrate. The calibrate button did not illuminate and "low air supply pressure" and "low oxygen supply pressure" alarms were received. All functions of the epgs operated as designed during lab testing. Nothing was observed that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.